Event description:
A physician reported a pt who was double skin tested on 18 june 1998 in the left forearm and on 2 july 1998 in the right forearm; both with negative results. On 21 july 1998, the pt was treated in the glabella, achieving "excellent correction." On 13 august 1998, the pt began to notice intermittent swelling and redness at the glabellar area. On 13 august, the physician examined the pt and noted diffuse redness, swelling, induration, and red dots at the glabella and at both test sites; without tenderness. A topical corticosteriod cream was prescribed without effect. On 20 august 1998, corticosteroid was prescribed, and on 3 september 1998, intralesional corticosteroid was prescribed. The physician diagnosed a delayed hypersensitivity related to collagen.